Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) . A call to technical services on (B)(6)2013 states that around the first part of march the shock lead impedance spiked up to >200 ohms since device change-out. Rv lead message/alert shown pace impedance is 1800 ohms and has been fairly consistent from 1800-1900 ohms, no >2000 ohms shown. There are no patient symptoms, no noise and no events stored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).